Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device fails operation check and it comes up therapy charge shock failure. There was no reported patient involvement.

Manufacturer narrative:
.